Event description:
It was reported that the patient was experiencing inadequate pain relief and unable to get left side coverage. Imaging was taken and lead migration was confirmed. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7108255, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7108274, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and unable to get left side coverage. Imaging was taken and lead migration was confirmed. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device components were not returned.